Manufacturer narrative:
It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 4/9/2019.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on  (B)(6)2003 and mesh was  implanted. It was reported that she experienced undisclosed injuries.  It was reported that the patient underwent a revision surgery on  an unknown date. No additional information was provided.

Manufacturer narrative:
Patient codes: (B)(4) - additional surgical intervention, cystocele, immunologic rejection additional narrative: it was reported that following insertion patient experienced uterine bleeding. It was reported that the patient underwent mesh excision on (B)(6) 2015 by dr. (B)(6) due to cystocele and possible immunologic rejection at (B)(6) hospital. It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with perineorrhaphy.